Event description:
It was reported that the surgeon was inserting the anchor by screwing it in and the anchor broke in half.

Manufacturer narrative:
Additional information will be provided once investigation is completed.